Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection and a review of the alarm log were performed. The review of the alarm log revealed that the device had presented an f-94 alarm. The cause of the condition was determined to be a depleted battery. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. To correct the condition, the main battery was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have presented an f-94 alarm. No additional information is available.